Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) reported that there were nine positive results were generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Eight samples generated false positive sars-cov-2 results; one sample generated false positive sars-cov-2, flu a, and flu b results. A retest with in-house polymerase chain reaction (pcr) testing, the samples generated negative results. The samples were reported as inconclusive until retesting was performed; the negative results were reported to the clinician(s). No harm was alleged. 9 mdrs will be submitted, one per patient, as per FDA guidance.

Manufacturer narrative:
An investigation is ongoing. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua201779, product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).

Manufacturer narrative:
This MDR is a duplicate of MDR 2243471-2021-02480. (B)(4).